Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A sentrant sheath was used during the endovascular treatment of an abdominal aortic aneurysm. It was reported that during the index procedure the sentrant sheath was difficult to insert and a tear was observed at the tip. It is noted the timeline of the tear is unknown. The sentrant sheath was replaced and the procedure was completed successfully. Per the physician the cause of the event is product related. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Device evaluation summary: the sheath was returned without the dilator. Deformation was observed to the distal tip. An indication running in a radial pattern was observed on the inside of the tip. No further damage was observed to the sheath. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received; it was noted that there was no calcification at the insertion site that may have contributed to insertion difficulties. It was noted that the sentrant was inserted over a very stiff lunderquist wire before being removed after lack of advancement. Only the dilator was passed through it before being removed. The tip of the heli-fx guide was deflected as the applier was advanced it was reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.